Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that a surgical assistant had removed an original straight stylet, and replaced it with a stiff/bent or "green/blue" stylet per a physician's request. The stylet was found difficult to insert with a least two tries, and it looked as if it was bent in one or two places when inserted into lead. The physician requested that another lead be used to ensure proper working order. It was further clarified that the lead was never used, or implanted in the pt. The pt was, however, noted to have had recovered completely from the procedure.